Event description:
It was reported that this right atrial (ra) lead exhibited decreased sensing, and an expected pacing rate of less than 30 bpm. The patient reported not feeling well. The physician evaluated the patient and noted the patient had a junctional rhythm and the device was reprogrammed, and the patient was treated with medications to slow the rate. The lead was later surgically abandoned and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).